Manufacturer narrative:
Additional information was provided via a1 - additional information provided regarding patient information. E1 - additional contact provided on medwatch: (B)(6). E4 - FDA notified - yes. H10 - medwatch number provided.

Event description:
An event involving a spinning spiros closed male luer, red cap reported that registered nurse (rn) went into patient's room to check on patient and patient noticed one of his tubing's (the hazardous spiros) came off and blood was backing up into trifuse. Chemotherapy was not infusing through that line at the time. The rn stopped the infusion running through the syringe line and observed that the spiros cap on the primary tubing had detached, although the c-cap remained secure. The provider at the bedside was notified, and the rn cleaned and replaced the tubing. Prior to initiating the hazardous tubing line, the rn had verified that both the hazardous spiros cap and the c-cap were secure and functioning properly. The event resulted in the need for increased patient monitoring. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. D4: only di provided as lot number is unknown.

Manufacturer narrative:
D9 - date returned to MFR: 2/20/2026. One (1) used. List #ch2000s-c, spinning spiros® closed male luer, red cap was returned for evaluation. As received, the spinning mechanism was not activated. No additional damage or anomalies were confirmed. The spiros was functional activated with no anomalies, the male and female luer passed the iso design expectations as well. Complaint of tubing came off can be confirmed. However, the probable cause was because spiros was never activated in the first place, according dfu instructions. - grasp spiros and attach to standard male luer of administration device. Attach in a straight manner. Twist devices together until a click is heard and the spiros begins to rotate freely. Spiros is now permanently attached to luer. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.